Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid was stuck open after drawer was shut. A technical support specialist (tss) logged in remotely and opened the drawer, then had customer use a comb to push the lid down, which allowed the drawer to fully open and return to normal operation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie was opened back up when drawer was closed. However, there were no delays or adverse events or injuries reported based on this event.